Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Reportedly, the cartridge was changed to address the issue and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 120-328mg/dl.